Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided by the facility for evaluation. Visual examination of the photo noted the end of the tubing to be full of blood. Although blood was observed on the outside of the tubing leakage was unable to be observed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Sample evaluation is a valuable tool in investigating the cause of this incident, if a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although the device involved was confirmed not to be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when infusion started, leakage noted by patient on pajamas, stretcher mattress and siderail and floor. Leakage was noted at connection from tubing to patient. No injury reported.